Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) and a consumer (con) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump it was reported that the patient was reporting intermittent withdrawal since the previous pump replacement. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included the physician performing a catheter access port (cap) procedure on (B)(6) 2026 to test the patency of the catheter. The physician was easily able to aspirate the catheter and discussed with the patient a possible pocket revision to determine if there was any kinking with the sutures. The issue was not resolved at the time of the report. A surgical intervention did not occur; however, one was planned.